Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient came for the generator change out, high capture threshold was observed on right ventricular lead. No abnormalities were noted on the lead under fluoroscopy. The physician capped and replaced the lead on (B)(6) 2019. The patient was stable post procedure.